Event description:
On april 28th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to the user taking doxycycline and the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post re-link, bg values entered as calibrations fit sg trends well with occasional differences due to lag. The user was advised to continue using the system and to calibrate as requested. Per dms review, the user was using the system with up to date information.